Event description:
The account is unable to obtain accurate patient results on the architect analyzer. Error code 1007 (unable to process test, activated read failure) was detected during the incident. The customer was instructed to replace the reaction vessel cells through trouble shooting. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Evaluation: results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A report was received that a physician had two bad insertion needles. During surgery, the physician was trying to get a loss of resistance with the epidural syringe, however, was unsuccessful. The physician administered a wet tap spinal fluid. In addition, the physician noticed that below the hub of the insertion needle, there was a bubbling of fluid on part of the needle where it meets the hub. The bsn sales representative opened up a second kit for the second lead and had the same issue. The physician decided to not use the insertion needle, however, the physician put his finger over the area and solved the problem. The physician was able to get a loss of resistance. The physician performed a blood patch to prevent headaches. The patient is reportedly doing well.